Event description:
Treatment of an avm with onyx. It was reported the catheter ruptured during procedure. No patient injury reported. Same event as MDR# 2029214-2010-00199.

Manufacturer narrative:
The devices will not be returned for evaluation as they were consumed in the event. (B)(4). Additional lot number: 7388518.